Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b.3, b6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as surgical impact opening and observed missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ black particles observed in the surface of the shell. ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.